Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console displayed an error and patient shifted to another room during the cataract surgery and surgery was completed on the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in the section h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for ¿complaints reported against this serial number¿ cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. The potential root cause of the reported system message (sm) codes, depend upon occurrence and are used (as a mitigation tool) to help advance the issues that come up with the submodules. However, based on the information available, the reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).